Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse reviewed error log, error 32114 was point axes controller platform (acp)4, a comm link from the acp4 is down. Message destination was acp5. Fse reseated all fibers and cables on acp4. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that non-recoverable error 40106 occurred repeatedly. There was no report of patient involvement.